Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® urine complete cup kit, an unspecified number of kits contain towelettes which break apart easily and are difficult to cleanse properly. Customer has reported an increase in contaminated urine samples. There was no other health impact or consequences reported.

Manufacturer narrative:
Investigation summary : bd had not received any samples or photos for investigation. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: defective product/component. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® urine complete cup kit, an unspecified number of kits contain towelettes which break apart easily and are difficult to cleanse properly. Customer has reported an increase in contaminated urine samples. There was no other health impact or consequences reported.